Manufacturer narrative:
1627487-07262012-002-r ; this ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been unable to successfully recharge their ipg due to weight gain/increased weight over their ipg site. As a result, the patient's ipg was explanted and replaced with a different/non-rechargeable model.